Manufacturer narrative:
The reported device, intended for use in treatment, was returned for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed split screen display and the buttons failed to function. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include; a damaged connector. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the customer could not see through the camera head. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.